Event description:
On (B)(4) 2013 the pt started her dialysis treatment at 6:20. At approx 8:00 the pt was sent to the emergency for a seizure/syncope like episode and was non responsive. During this episode the pt's bp dropped from 179/105 to 58/20 in 3 minutes. Staff administered 600 cc of normal saline. The pt was returned from the emergency room shortly afterwards to the clinic and dialysis treatment was completed. Pt was then discharged.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of med records info it appears that on (B)(6) 2013 the pt had a non responsive and hypotensive episode during dialysis. The pt was sent to the emergency room and sent back to the dialysis clinic. Treatment was completed and the pt was discharged. There is no documentation in the med record that shows a causal relationship between the pt's dialysis treatment or dialysis products and the pt's non-responsive or hypotensive episode. A supplemental report will be submitted upon completion of the plant's investigation.